Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the faulty video processor could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information provided by an olympus field service engineer (fse) indicated the video processor caused the intermittent issue and the light source would not be returned for repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus there was an intermittent black screen in the image when using the visera xenon light source. The issue was found during reprocessing before use for a diagnostic transurethral resection of the prostate (turp) procedure, which was finished without delay with another device. There were no reports of patient harm.